Manufacturer narrative:
E1. (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the "oxygen not available" and "check vent: oxygen device failed" alarms occurred during use on the previous day. They were continuously using the device as the alarms had been resolved. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention provided to the patient, nor a delay was noted.

Manufacturer narrative:
The authorized service provider (asp) evaluated the device and could not duplicate the reported problem by a test run. Occurrence records of "check vent: oxygen device failed" (diagnostic code: 1111) and "oxygen not available" (diagnostic code: 1208) were confirmed in the event log. Therefore, functional test including checking on the oxygen device was performed but no abnormality was confirmed. One of the factors to generate oxygen device failed other than the device malfunction is that a flow which exceeds the leak compensation ability temporarily occurs due to releasing the circuit and such. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.